Event description:
It was reported that during a coronary artery stenting (cas) procedure, deflation difficulties were encountered. The 99% stenosed lesion ws located in the 4.0mm diameter right coronary artery (rca). An unspecified guide wire and an unspecified runway guide catheter were placed. The 12mm x 2.25mm apex balloon was advanced to the lesion and inflated with an unspecified inflation device without difficulty to unknown atms for 15 seconds. Fluoroscopic visualization confirmed that the balloon appeared to be fully inflated and well opposed to the vessel wall. Negative pressure was drawn on the balloon and the balloon catheter was withdrawn, however, resistance was encountered upon removal of the balloon through the guide catheter. Upon inspection, it was noted that the balloon had not deflated. In an effort to deflate the balloon outside of the pt, a 10cc syringe followed by a 3cc syringe were used to pull negative pressure on the balloon, however, both attempts were unsuccessful. A different device was used to complete the procedure. No pt injuries or complications were reported. The patient's status is reported as 'fine'. It was believed that the inability of the balloon to deflate was not detected prior to removal because the vessel was large enough to accommodate easy removal of a fully inflated, small diameter balloon.